Event description:
The manufacturer received information alleging a ventilator failed the pressure sensor test. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, it appeared as if the device had been dropped. The o2 housing, universal porting block, handle, front enclosure, rear enclosure, and keypad were replaced due to damage. The device would power up on its own. The power management board, and ac connector cable were replaced. The outlet flowpath thermister was contaminated, so it was replaced. The device ultimately passed all tests.